Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was determined to require fmi 15059 prior to completion of further system repair. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.